Manufacturer narrative:
As the index procedure took place more than three years ago and the remains implanted in the patient, the device was not requested for return. A review of the lot history record (lhr) was performed. There were no non-conformances observed for the lot, indicating that the device from this lot conforms to its predetermined specifications and requirements. Angina and restenosis are listed in the cobra pzf instructions for use as labeled potential adverse events. The investigator considered the event of chest pain severe in intensity, not related to the study device, and not related to the procedure. While it cannot be stated with absolute certainty, the sponsor believes that the presenting chest pain with proximal lad stenosis is not likely related to the implanted study device as progression of disease occurred in multiple vessels (including target and non-target vessels) and symptoms were resolved via multi-vessel bypass graft surgery. Intracoronary stent restenosis is multifactorial. The patient lesion type, multivessel disease, comorbidities, and vessel size could be contributing factors, however, relation to study device could not be excluded. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency. Aware date note: aware date note: celonova biosciences was initially made aware of this event on 09-mar-2018; as this event had occurred prior to u.s. Product approval, it was not reported at that time. Per celonova biosciences management review of complaints, it was determined by management (02-aug-2018) that the event should be conservatively reported.

Event description:
On (B)(6) 2015, a (B)(6) year-old female patient with medical history of hypertension, hyperlipidemia, coronary artery disease, asthma, and breast cancer with mastectomy of right breast underwent percutaneous coronary intervention (pci) and deployment of a 2.5 x 15mm cobra pzf¿ coronary stent to the proximal left anterior descending (lad). On (B)(6) 2017, routine stress echocardiogram yielded normal results. On (B)(6) 2017, the patient presented with stable angina symptoms that began 6 to 7 days ago, including dyspnea and intermittent right-sided chest pain on exertion. Cardiac enzyme result showed slight elevation (troponin I = 0.013 ng/l) and cardiac stress test was abnormal. Angiography, performed (B)(6) 2017, showed mild pulmonary edema, probable hepatic cysts, and three-vessel coronary artery disease (100% occluded right coronary artery, 70% stenosis in the proximal to mid left circumflex, and 70% in-stent restenosis in the proximal lad); the mid and distal lad was free of occlusive disease. The patient underwent an elective 3 vessels coronary artery bypass graft surgery (CABG) on (B)(6) 2017 due to multi-vessel disease progression, with left internal mammary artery (lima) to lad, saphenous vein (svg) to the right coronary artery (rca) and svg to obtuse marginal (om). CABG resolved symptoms. The investigator considered the event of chest pain, severe in intensity, not related to the study device and not related to the procedure.